Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a stored episode of right ventricular (rv) lead noise. Ts confirmed that there was a single atrial tachycardia response (atr) event that showed rv noise. However, this was the only occurrence of over-sensing and additional rv noise was low amplitude and appropriately sensed. Potential troubleshooting options were provided for the next follow-up appointment, such as provocative maneuvers and potential enrollment in remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.